Manufacturer narrative:
It is known that improper installation, maintenance or a collision can lead to the spring arm joint cover falling. The device is still being investigated by an olympus (B)(4) technician. A follow-up report will be submitted if new pertinent information is obtained.

Event description:
During an open neuro-surgery procedure, the plastic strip of a iled triple's ac3000 arm joint cover fell near the sterile field. No patient injury reported.